Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There was no reported device malfunction. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous medwatch report filed, additional information was provided:arteriotomy closure was attempted in the left common femoral artery via a 6f sheath. The physician is reportedly trained in the use of the starclose se device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a starclose se device after a right leg angioplasty with drug eluting balloon and stenting. Reportedly, two days post procedure, the patient was diagnosed with a pseudoaneurysm at the arteriotomy site. Thrombin was used to treat the pseudoaneurysm. Hospitalization was extended due to the pseudoaneurysm. It is unknown if the physician is trained in the use of the starclose se device. No additional information was provided.